Event description:
It was reported the patient was found by their spouse, unresponsive or unarousable. The hospital hcp was suspecting an overdose. The patient was having some "heart issues" and was in ICU (intensive care unit). The hospital hcp had the patient on a narcan drip and wanted the pump put in minimum rate. The managing hcp did not want the pump at min rate and the reporter was afraid to reduce the dose so drastically. Per the reporter the patient had a refill on (B)(6) and nothing changed at that time. Based on the patient's flow rate, the new drug would have hit within 2 days. It was also noted the patient had pneumonia. The pump was used to deliver morphine. Additional information later reported that per the admitting hcp, the patient was alert and oriented. The patient had been taken off the narcan drip and they had found barbiturates in his urine. They decided to leave the patient¿s pump alone.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039912r, implanted: (B)(6) 2000, product type: catheter. (B)(4).